Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used to confirm the leak. Estimated blood loss was less than 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample has been discarded by the user facility and is not available for evaluation.

Manufacturer narrative:
The reported complaint is not confirmed. A complaint sample is not available for manufacturer's evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.